Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 19mm epic max valve was implanted in the patient. After implantation, an elevated pressure gradient was observed confirmed by echocardiography (ultrasound examination). There was no perivalvular leak (pvl) was detected. The valve got explanted and a non-abbott valve was implanted. The patient was reported stable.